Event description:
A peritoneal dialysis (pd) patient's caretaker reported that a fluid leak was seen during a pd treatment. The day of the event it was not reported and the patient continued to use the cycler. There was no harm reported in association with the fluid leak event. Additional information was requested, but none was received. The cycler is not available to investigate in association with this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that a fluid leak was seen during a pd treatment. The day of the event it was not reported and the patient continued to use the cycler. There was no harm reported in association with the fluid leak event. Additional information was requested, but none was received. The cycler is not available to investigate in association with this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.